Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the tlc75 would not fire (no other details available). Another tlc75 device was used to complete the case. There was no consequence to the pt.